Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error and the longevity of the battery was observed to have dropped drastically. Review of the s-ICD data indicated the bd error may have been a result of a long interrogation session. The patient was hospitalized and no changes have been made to the s-ICD. Engineers expect the battery voltage to recover after two weeks. The s-ICD remains implanted and in service. No additional adverse patient effects were reported.